Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
I had to physically remove several small pieces (tampon) from my body- vagina [foreign body in reproductive tract], may have been a contributing factor to my own current issues regarding reproductive health [unevaluable event] , tampon came out with pieces missing...tampon had fallen apart [device breakage] . Case narrative: consumer reported via e-mail that the tampon came out with pieces missing. No serious injury reported.